Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the atrial lead had a polarity switch due to fluctuating impedance. Initial interrogation showed a unipolar impedance of >9,999. Bipolar showed impedance within range with erratic sensing. The patient experienced exercise intolerance. Device reprogramming to ventricular mode only was discussed and the lead remains in use. No further patient complications have been reported as a result of this event.